Event description:
The customer reported that the housing for their pump in style power adapter was cracked. They did not witness anything else unusual and there were no injuries as a result of the issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. The original product was received on 08/05/2013 evaluation. A product evaluation found that the transformer housing was breached. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was not measured, which is indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 6 m ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.01 ohms, which is normal and indicates that the thermal fuse did not blow.